Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) device was explanted due to unknown reasons. Subsequently, a new device was successfully implanted. No additional patient adverse effects were reported.additional information received indicated that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) device was explanted due to unknown reasons. Subsequently, a new device was successfully implanted. No additional patient adverse effects were reported.